Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with heavy calcification. The 2.0 x 15 mm mini trek balloon was advanced without issue for pre-dilatation. The balloon was inflated to 11 atmospheres (atm); however, the balloon ruptured during the second inflation of 11 atm. A non-abbott balloon was used for further dilation; however, this balloon also ruptured. A xience prime stent was implanted to complete the procedure. It was noted that the balloon was prepared per the instructions for use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, guide cath: 6f runway. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.